Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose (bg) level was "high"(specific bg value was not provided). Customer gave a correction injection to address bg level. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.